Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified vessel. A 6.0 x 40 135cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported.